Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected and the patient was doing well postoperatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient will undergo a replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for replacement was due to ipg was non-functional and recommended for MRI (magnetic resonance imaging) compatibility.

Event description:
A report was received that the patient will undergo a replacement procedure for an unknown reason.